Manufacturer narrative:
Date of event is an unknown date in 2020. Part: 338.31, synthes lot: a4he236, supplier lot: n/a, release to warehouse date: march 06, 1998, expiration date: n/a, manufactured by (B)(4). No nonconformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on during an unknown procedure on (B)(6) 2020, the threaded end of the coupling screw broke off. The procedure was successfully completed with no surgical delay. There was no patient consequence. This report is for a dhs¿/dcs¿ coupling screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10: additional narrative: h3, h4, h6: part 338.31, lot a4he236: release to warehouse date: march 06, 1998. Manufactured by synthes brandywine. No non-conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. H3, h6: a product investigation was completed: upon visual inspection, it was observed that the distal tip of the shaft component was broken at the most proximal thread and the broken fragment was not returned. There were scratches on the device but have no impact on the device functionality. No other issues were identified with the returned device. The distal tip of the shaft was measured within the specification. Based on the date of manufacture, the current and manufactured revision of drawings were reviewed. The complaint condition was confirmed. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.